Event description:
A patient was undergoing a procedure to a heavily calcified and very tortuous proximal rca. The target lesion was in the proximal rca to the conus branch, and there was 90% stenosis. A launcher 6fr jr4 gc was inserted into the lesion. A cypher 2.5x18mm was inserted into the gc and ws being delivered, but due to the lack of back up, the sds (stent delivery system) would not corss the lesion. The physician changed out guidewires two more times, but still could not deliver the stent. The system accidentally inflated on the third attempt and the physican quickly deflated the balloon. Per report, because the physician deflated the system soon after the inflation, the stent became loose on the ds and the stent dislodged. The dislodged stent was found in the aorta and was retrieved with a snare without a problem. There was no injury to the patient.